Event description:
The customer reported being hospitalized with ketones and high blood glucose of 580mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The customer stated that she noted bolus deliveries and rising blood glucose at the time. The drive support cap was normal. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.